Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was 11.9 mmol/l at the time of the incident. Approximate size of air bubbles was bigger ones. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.